Event description:
Pod was activated on (B)(6) 2012 at 8:45 am. Blood glucose (bg) was in range all day between 68 mg/dl and 179 mg/dl. The next morning, at 2:30 am, bg was 376 mg/dl so he corrected with a 6.8 unit bolus. At 5:00 am, his bg was at 270 mg/dl and a correction bolus of 2.95 units was given. At that time, the customer's wife "checked and found cannula had dislodged and the adhesive was damp." Customer reported feeling "discomfort at the time of insertion" and he saw " a little bit of blood in the cannula." The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. Product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hrs of monitoring and administering correction boluses, if bgs remain high the user guide instructs to change the pod using a new vial of insulin and to contact a hcp for guidance. The user guide further warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been effected. If you experience unexpected elevated blood glucose levels, change your pod."